Event description:
It was reported that the customer passed away. It was stated that the last blood glucose readings at time of death was 311 or 328 mg/d on (B)(6) then it was 411 mg/dl, and the blood glucose meter just read high. It was stated that the customer had a stroke and he went into the emergency room. On (B)(6) 2013 he had a grandmal seizure and went into coma, which he never awoke. It was stated that the customer was placed on feeding tube that was pulled and he died days later. It was stated that the customer had intracranial hemorrhage/stroke/atrial fibrillation. It was stated that the customer was removed from the insulin pump at time of admission. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with depleted energizer ultimate lithium battery installed. The device passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The unit passed the delivery volume accuracy test 98.44 percent accuracy.